Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of excessive meal announcements was found. Multiple occlusion alarms noted between 5:18am and 2:30pm on the event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely the result of failure along the fluid pathway leading to insufficient insulin delivery as evidence by multiple occlusion alarms and failure to maintain the device to ensure continuous insulin delivery. Failure to follow the ketone action plan and replace the infusion set when experiencing prolonged hyperglycemia likely contributed to the severity of the event. In response to the noted maladaptive behaviors of multiple meal announcements to correct hyperglycemia, the user's ilet was factory reset and re-training around proper use of meal-announcements was provided by the agent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/29/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2028. The user's mother reported that the user had been taken to the ER on (B)(6) 2024 due to high bg levels reaching 360 mg/dl and the presence of large ketones. The user's mother confirmed the infusion set was intact (no bent cannulas or leaks). The customer care agent reviewed the user's reports and noted frequent meal announcements to prompt insulin dosing, as the user's mother was attempting to manually correct high bg rather than allowing the ilet system's automatic correction to take effect. The user was in the ER for 5 hours, where they received IV fluids and an insulin drip. Symptoms experienced included headaches, nausea, dizziness, and fatigue. The user resumed use of the ilet system after a successful factory reset was conducted over the phone with the assistance of their clinical diabetes specialist (cds).